Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor could not successfully gain telemetry with the patient's implantable pulse generator (ipg). Troubleshooting steps were taken to no avail. A telemetry issue with the device was suspected. The remote monitor and device remain in use. No patient complications have been reported as a result of this event.